Event description:
The customer reported that a fully charged autopulse li-ion battery (sn: (B)(4)) would not power up the autopulse platform. The status leds of the battery showed four green lights, indicating that the battery was fully charged. The customer provided no further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.